Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial bearing 10x63/67mm catalog 183620 lot 103990, biomet cruciate tray 63mm catalog 141231 lot j3730031, vanguard femoral pegs set 2 catalog 183099 lot 217990, series a standard 3 peg patella 184762 lot 047990, palacos r 1x40 bone cement catalog 00111214001 lot 83264474. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was experiencing pain and stiffness and subsequently underwent a manipulation under anesthesia approximately six months post right knee arthroplasty due to arthrofibrosis.